Manufacturer narrative:
(B)(4). Medical products - oxf twin peg cmntls fmrl md catalog #: 161474 lot #: r2494936a and oxford cementless tibia d lm catalog #: us166576 lot #: r262351. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00471 and 3002806535-2017-00473.

Event description:
It was reported the patient underwent a left partial knee arthroplasty. Subsequently, the patient experienced swelling, pain, and limping approximately five months post-implantation. The patient underwent an aspiration in the clinic, was injected with betamethasone and given antibiotics. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.